Event description:
It was reported that during a sleeve gastrectomy procedure, the first device stalled during firing, had to utilize manual override to open the device. The jaws of the second device could not be opened on back table. Case completed with a third device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Nicked knife. Additional information was requested and the following was obtained: did the device cut? Yes. Were staples deployed? Yes. Were the deployed staples formed in b shape? Some were, some were not, according to physician. I was not in the case. On what tissue type was the device used? Stomach at what location on the tissue? Pylorus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second. Was buttressing material utilized? Yes if so, which product? N/a. Was the instrument fired across or near an existing staple line or clip? N/a. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one ple60a device was returned in good visual condition and with one ecr60g cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Event could not be confirmed as the device closed and opened without any difficulties noted and no malformed staples were noted during functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.